Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they have had a return of symptoms starting about 3 weeks ago and requested assistance with increasing stimulation due to this. Pt stated they think they were having a little trouble connecting today and stated they were getting communicator connection lost. Pt was uncertain if communicator was powered on at the time pt saw this message. Reviewed how to connect with ins. Pt confirmed therapy is on at 1.5v, program 1. Pt stated when palpating ins on call when repositioning communicator on ins that they could feel the corner of the implant. Pt increased stimulation to 2.2v and reported when they were increasing stimulation that they could feel stimulation in and around the area where the implant is, not in the bicycle seat area. Reviewed therapy and stimulation overview/expectations. Pt later stated at 2.2v they could also feel stimulation in their lower gluteal area and stated they were still feeling stimulation just a little bit around the implant site when pt shifted position. Pt stated their implant is lower in their buttock area and stated they could feel stimulation in the edge of their buttock/lower gluteal area. Pt then reported when they sat down the intensity of the stimulation increased. Pt decreased stimulation to 1.7v and confirmed feeling stimulation comfortably while sitting. Pt wanted to leave therapy at this setting and will monitor symptoms. Reviewed to decrease stimulation if becomes uncomfortable at any point. Pt denied any recent trauma to implant site or falls.  The patient was redirected to their healthcare provider to further address the issue. Pt stated they have an upcoming hcp video appt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they have had a return of symptoms starting about 3 weeks ago and requested assistance with increasing stimulation due to this. Pt stated they think they were having a little trouble connecting today and stated they were getting communicator connection lost. Pt was uncertain if communicator was powered on at the time pt saw this message. Reviewed how to connect with ins. Pt confirmed therapy is on at 1.5v, program 1. Pt stated when palpating ins on call when repositioning communicator on ins that they could feel the corner of the implant. Pt increased stimulation to 2.2v and reported when they were increasing stimulation that they could feel stimulation in and around the area where the implant is, not in the bicycle seat area. Reviewed therapy and stimulation overview/expectations. Pt later stated at 2.2v they could also feel stimulation in their lower gluteal area and stated they were still feeling stimulation just a little bit around the implant site when pt shifted position. Pt stated their implant is lower in their buttock area and stated they could feel stimulation in the edge of their buttock/lower gluteal area. Pt then reported when they sat down the intensity of the stimulation increased. Pt decreased stimulation to 1.7v and confirmed feeling stimulation comfortably while sitting. Pt wanted to leave therapy at this setting and will monitor symptoms. Reviewed to decrease stimulation if becomes uncomfortable at any point. Pt denied any recent trauma to implant site or falls.  The patient was redirected to their healthcare provider to further address the issue. Pt stated they have an upcoming hcp video appt.